Event description:
It was reported that an alert for high, out of range high voltage lead impedance in the svc vector was observed via remote transmission. No patient symptoms were reported. Further assessment was recommended. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.